Event description:
This lv lead was implanted on (B)(6) 2018 and remains implanted at this time. An additional information received on 09/13/2018 stating that this lead was connect to the rv port. The physician was dr. (B)(6) at (B)(6) in (B)(6) . No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).